Event description:
This is a correction report. Asr revision. Asr xl acetabular system left. Reason(s) for revision: unknown.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results on this investigation once it has been completed. The correction/removal reporting number listed applies to the corresponding product code sold domestically. Medwatch was mailed to FDA with a wrong report number of 1818910-2011-18568. This is to correct the report number.

Event description:
It was reported that the patient had a revision on the asr left hip implant. The reason for the revision was alval/soft tissue reaction.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
Corrected/updated data: (date of report); (event description); (date received by manufacturer). Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.